Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 174 mg/dl. The customer stated that numbers are not ramping on their own. The customer stated that the scroll bar is not moving up or down without input from the user. The customer stated that the act button was unresponsive. The customer stated that the down arrow does not allow them to navigate screens. The customer has another pump in warranty.